Event description:
Fiber broke at the biopsy port, more than likely due to the doctor handling the fiber too far away from the biopsy port. He was aware that this was the case. He decided to cut the fiber with sterile scissors and continue with the case as he was nearly finished with the procedure. After the kidney stone was sufficiently broken up, the doctor noticed a piece of fiber was left in the kidney. He was able to remove the piece with a grasper. No one saw the piece break off, so they were unable to determined how it happened.